Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported some events were the devices were bumped and then shut down. No event details were provided, except that the biomed evaluation found evidence of corrosion or bent pins. No patient harm was reported.